Manufacturer narrative:
Concomitant medical products: ssd 9735999r with s8 os s8 svc computer 9735786 navigation s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when the system was powered on to load exams, a message stating "reboot and select proper boot device" was received. The site turned off the system and left it unplugged for a while and then it booted right up. The site later went to download patients and the system went idle and displayed "no video detected". There was no patient present.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned for analysis. During testing, it was found that the display output was incorrect. Additional testing was performed and the issue was confirmed as it was not possible to run a burn-in test. The computer failed to boot. The x4 processor was found to be defective. The ssd was also returned and tested with no failure found. If information is provided in the future, a supplemental report will be issued.